Event description:
It was reported that the patient began to feel a shocking sensation at the belt line in his back either on the right or left, but never both at the same time. The sensation was similar to sticking his finger in an electrical socket. The problem would occur when the patient was moving. When the shocking sensation happened, the paresthesia remained normal. Sometimes repositioning his body helped. The only thing that helped was completely turning therapy off. The problem began in august and might be the result of a back surgery the patient had in late (B)(6). It was noted that the back surgery was not related to the spinal cord stimulator (scs) therapy. It was also noted that #5 electrode was high, >3600 ohms, with all pairs. The implantable neurostimulator (ins) was located in the right abdomen. The device was at normal eri and was going to be replaced. They were going to discuss lead revision/replacement at the time of the replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3998, lot# v179180, implanted: (B)(6) 2008, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).